Manufacturer narrative:
The analyzer was within instrument specifications when the event occurred. System checks performed by the customer on (B)(4) 2012 passed within system specifications. Quality control was performing within the customer's established ranges prior to the event. The customer will send patient samples to beckman coulter, inc. For evaluation. Investigation results are pending. This is one of three events reported by this customer. The related mdrs are: 2122870-2012-00542, 2122870-2012-00543, 2122870-2012-00544.

Event description:
Customer reported false negative test results for rubella immunoglobulin g (igg) for one patient when using the access 2 immunoassay system. Another blood draw sample from the patient tested positive for rubella igg with an alternate method. The positive test result fit the clinical presentation of the patient. There were no reports of death, serious injury, or affect to patient treatment associated with this event.